Event description:
It was reported that patient experienced discomfort around the ipg in the right flank. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred two months ago insidiously from the date the manufacturer became aware of the event.